Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture (loc). Technical services (ts) was consulted, and it was found that the pacing threshold was down. Ts recommended further testing. No adverse patient effects were reported. This rv lead remains in service. Additional information was received, the patient was evaluated at the clinic, the threshold was stable. Reprogramming was performed. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture (loc). Technical services (ts) was consulted, and it was found that the pacing threshold was down. Ts recommended further testing. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture (loc). Technical services (ts) was consulted, and it was found that the pacing threshold was down. Ts recommended further testing. No adverse patient effects were reported. This rv lead remains in service.